Event description:
It was reported, the pt had been in a motor vehicle accident, and the stimulation had changed. The pt had been reprogrammed and regained coverage, however, the pt had requested more stimulation coverage for her foot. The physician performed a trial procedure on (B)(6) 2012 to determine if coverage could be obtained. It was reported the trial was successful, and a new lead would be placed with the existing scs system at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.